Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as lacerations under the vibration box. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse dressed and cleaned the spot. Follow up indicated that the skin irritation improved.